Manufacturer narrative:
(B)(4). Approximate age of device ¿ 59 days. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to driveline fault alarms. The system controller was exchanged, but the alarms persisted on the new system controller. No speed drops, pump stops, or low flow alarms were noted and the patient was stable and asymptomatic. Log files from the original and new system controllers were reviewed by the manufacturer¿s technical services representative and the data suggested that this may be a true driveline fault. A submitted x-ray showed some shield stretching/kinked area externally. The vad coordinator stated that the driveline was very twisted and the patient dropped the system controller a few times. The manufacturer¿s technical services representatives performed phase interrupter/continuity tests and found a broken yellow wire. An external percutaneous lead replacement was performed and passed all testing.

Manufacturer narrative:
A section of the driveline approximately 11 inches long was returned for evaluation and showed several small impressions in the outer silicone cover 5.5 to 6.5 inches from the connector. Electrical continuity testing of the wires found that the yellow wire was open. The majority of the braided shield appeared twisted. Visual inspection of the wires found a sharp kink in the yellow wire 6 inches from the metal connector. The insulation in the middle of the kink was intact but had completely flattened, indicating that the inner conductors were fractured. The adjacent wires showed some pinching and abrasion but were otherwise intact. The fractured inner conductors inside the yellow wire insulation would have resulted in the driveline fault alarms observed on the system controller log files. The observed wire damage appeared to be the result of mechanical trauma to the driveline. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.